Event description:
It was reported that the ECMO specialist wanted to change parameters of a pressure value on the cardiohelp unit and have touched the screen to do so the screen did not respond and they were unable to change the value. They also noticed that the screen lock was not functioning. The unit was switched out for another unit. There was no report of patient injury or death. (B)(4).